Event description:
During screw insertion into an aculoc 2 plate, a secondary fracture formed. The plate was removed and replaced with a longer one that allowed the screw to be put into the bone around the secondary fracture.